Event description:
It was reported that the user experienced hypoglycemia while using the ilet system, reaching a lowest blood glucose of 45 mg/dl for approximately 20 minutes, and managed the event with oral carbohydrates including milk, cereal, and cookies after not announcing meals per prior guidance. Symptoms included confusion without loss of consciousness or other severe sequelae. Outcomes included self-management without professional medical intervention or assistance and no alarms reported. Investigation included complaint handling with user education on appropriate hypoglycemia treatment and referral for additional training regarding meal announcements, bg targets, and consideration of a device reset. Investigation of this case revealed user-related factors, specifically overtreatment of hypoglycemia with slower-acting, higher-fat foods and lack of meal announcements contributing to glycemic variability. It was concluded that the event was related to use error and not to a device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.